Event description:
Pump rate for lipids was checked at beginning of shift to be running at 0.9ml/hour. Throughout shift lipids continued to run. In the morning, rn noticed that tubing for lipids was clear above alaris pump. Paused fluids and clamped line. Opened pump to find that tubing was empty until about halfway point inside the alaris. Nurse notified immediately and stat triglyceride level drawn. Remainder of tubing emptied, had 16 mls remaining of lipids. Bag stated that beginning infusion amount was 50mls. Pump investigated and showed to report only 17.41mls infused since the previous afternoon. It is unknown how much lipids were actually infused into patient due to malfunction.what was the original intended procedure?lipid infusiondevice #1is this a laboratory device or laboratory test?no